Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified low priority (air exceeded) alarm occurred on an amia automated pd system during cycle 5 of peritoneal dialysis therapy. The patient was connected at the time of the alarm. After the alarm occurred the patient shut down the device as prompted by the cycler. During troubleshooting with the renal therapy service agent (rtsa), the patient stated they did not see any air in the lines while they were connected, but did see air bubbles after disconnecting. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.